Manufacturer narrative:
One cadd® cadd-legacy® pca pump was returned for analysis in good condition. The customer's reported problem regarding no cassette detected was able to be duplicated. The device was powered up with double beeping. The downstream sensor was replaced to address this issue. The failure mode was determined to be dso nonreactive. The root cause is unknown.

Event description:
It was reported that a cadd® cadd-legacy® pca pump double beeped no cassette attached. No report of any patient involvement.